Event description:
My father died from a heart attack in 2001. He had a defibrillator in him. It's not one of the model numbers that you have listed. When he had it changed in 2001, the doctors report that I have, reads, surgery want well, leads were fractured in three places, we glued them. My father died 6 month's after that. On his card that he carried with him are these number's, 7227, 6836, 0064, 0063, 5227e. Why is there no mention of these numbers anywhere? Thank you.